Event description:
It was reported that the patient expired at home on (B)(6) 2022 due to heart failure. Log file contained data from 16sep2022 through 28oct2022 and showed low flow alarms on (B)(6) 2022 from 9:10 pm through 9:44pm followed by a driveline disconnect at 9:45:26 pm. The driveline was reconnected at 9:45:34 pm and motor function was resumed. There was an additional driveline disconnect at 9:50 pm. It was additionally reported that the patient had unplugged their driveline from the controller two times on (B)(6) 2022. On the second disconnect, the patient was unable to reconnect, and passed away off the pump. The pump reportedly operated as expected. The device was not explanted and would not be returned for evaluation. Related system controller MFR#s: 2916596-2022-15079, 2916596-2022-15186, and 2916596-2022-15187.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively determined through this investigation. Driveline disconnect events were confirmed via the submitted log files. Although a specific cause for the alarms could not be conclusively determined through this investigation, the patient was known to disconnect their driveline at home to ¿see how long the felt okay for¿. The patient had been explained multiple times that this was not okay. Low flow alarms were also confirmed via the submitted log files. A specific cause for the alarms could not be conclusively determined through this investigation. Controller event log file contained data spanning from 27oct2022 to 29oct2022 and on 01jan2000, per the timestamp. The events on 01jan2000 (clock not set) were captured during preliminary testing of the system controller. Intermittent low flow alarms were captured throughout the log file due to the estimated pump flow being calculated to be below the low flow threshold for 10 seconds or more. The driveline was disconnected from the system controller on 27oct2022 at 21:45:26, stopping the pump. The driveline was reconnected to the system controller at 21:45:30 and the pump resumed operating at the set speed before the driveline was disconnected from the system controller again on 27oct2022 at 21:50:10. The driveline was not reconnected for the remainder of the log file. The log file appeared to have captured the pump operating as intended while the driveline was connected to the system controller. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instruction for use (rev. C) contains the following information: section 1 lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 5-23: at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Section 7 outlines all system alarms and the recommended actions associated with them. Section 8-5: do not disconnect the system controller from the driveline for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. The heartmate 3 left ventricular assist system patient handbook (rev. D) contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had unplugged their driveline from the controller two times on (B)(6) 2022. On the second disconnect, the patient was unable to reconnect, and the patient passed away off the pump. The pump reportedly operated as expected. It was communicated that the patient was known to disconnect their driveline at home to see how long they felt okay for. The patient was instructed by ventricular assist device (vad) coordinators and doctors several times to not do this at home. There were no issues noted with the equipment.